Event description:
It was reported that the patient experienced constant pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient experienced the pain when the stimulation was turned both on and off. The patient was advised to contact the pain ambulance at the implanting center. Upon follow up it was reported the physician suspected the patient might be allergic to the ipg, and the patient was administered antibiotics. A blood test was performed which confirmed there was no sign of inflammation. Additional information was received that the treatment plan is for the patient to wear an abdominal belt to stabilize the tissue for at least eight weeks. No additional intervention is planned.

Manufacturer narrative:
Update to initial MDR in b5.

Event description:
It was reported that the patient experienced constant pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient experienced the pain when the stimulation was turned both on and off. The patient was advised to contact the pain ambulance at the implanting center. Upon follow up it was reported the physician suspected the patient might be allergic to the ipg, and the patient was administered antibiotics. A blood test was performed which confirmed there was no sign of inflammation. Additional information was received that the treatment plan is for the patient to wear an abdominal belt to stabilize the tissue for at least eight weeks. No additional intervention is planned.

Event description:
It was reported that the patient experienced constant pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient experienced the pain when the stimulation was turned both on and off. The patient was advised to contact the pain ambulance at the implanting center. Upon follow up it was reported the physician suspected the patient might be allergic to the ipg, and the patient was administered antibiotics. A blood test was performed which confirmed there was no sign of inflammation.